Event description:
The facility representative reported a pump with failure code of 16:310:903:0002 found during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 16:310:903:0002 was found in event history one time only and confirmed. Service checked all connections and calibrations and tested the device but could not duplicate the failure code. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated.